Event description:
On (B)(6) 2013, the customer reported that the patient was annoyed for device causing pectoral stimulation. The physician was planning to reprogram device and see how it would impact on patient. The device remains in service. No adverse patient effects were reported. The lead remains actively implanted for approximately 12 years, 3 months. On (B)(6) 2013, the customer updated report, the right atrial (ra) lead caused pocket stimulation. The lead was surgically abandoned and out of service ((B)(6) 2013). No adverse patient effects were reported. The lead was actively implanted for approximately 12 years, 5 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.